Event description:
It was reported that during an a-fib case, a pericardial effusion was noticed and confirmed using ice. A pericardiocentesis was performed and the patient was in stable condition. Bwi products used in this event were carto 3 system and acunav 10f-90 catheter. After following up with the clinical account specialist, it was confirmed that no ablation catheter and other bwi products were used in the procedure. Per information provided, the effusion happened during transeptal procedure.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the repair record investigation is completed. Concomitant products: accunav catheter us: catalog #: 08255790, OEM lot #: 0913ano19996. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib case, a pericardial effusion was noticed and confirmed using ice. A pericardocentesis was performed and the patient was in stable condition. Bwi products used in this event were carto 3 system and acunav 10f-90 catheter. After following up with the clinical account specialist, it was confirmed that no ablation catheter and other bwi products were used in the procedure. Per information provided, the effusion happened during transeptal procedure. Additional information provided stated the customer confirmed that they did not consider carto 3 to be the cause of the patient incident. Customer declined functional test on carto 3. Customer decided to continue to use carto 3. Carto 3 was functioning per specification. DHR review was performed. No anomalies were noted in manufacturing or service.